Event description:
Allegedly, patient was revised due to aseptic loosening stem; pain; adverse soft tissue reaction to particle debris. Revision njr number: (B)(4). Side:l. Primary asa: p2 - mild disease not incapacitating. Mhra reference no: (B)(4).